Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information obtained later indicated that patient was dealing with a progression of her disease state they do not believe there was any malfunction with the device and the rapid gastric emptying was part of her disease state. There was no heart attack : the patient just felt like they were having a heart attack however they were just having a flare up of their gastroparesis. The patient has not reported any further issues or been seen for anything at their health provider's office.

Event description:
It was reported that patient had a medical condition which started on last week. The health care provider described as 'rapid gastric emptying'. It was noted that patient called 911 on (B)(6) because of her medical situation; patient thought she may be having a heart attack. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available